Manufacturer narrative:
The manufacturer previously reported a trilogy 100 device failed a pressure sensor calibration test step. The sensor board needs to be replaced to address the issue. The sensor board was replaced and the device failed the pressure sensor calibration test step again. The device's active exhalation control module was replaced. During final testing the device failed an air stream temperature test step. That issue could not be confirmed and no issue was found. When retested the device passed all testing. The documentation and coding have been updated to reflect the new information received.

Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a pressure sensor calibration test step. The sensor board needs to be replaced to address the issue. Additionally, not related to the reportable issue, the power cord clamp was missing, the front, rear and base enclosures, handle and porting block adaptor were all physically damaged and need replaced. A final report is being submitted. If new information becomes available following the approval of the estimate for repairs of the device that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.